Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7178091. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. However our engineers were able to evaluate the expanded tubing in the description of the event. Based on their evaluation ot the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd pegasus is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all pegasus units.

Event description:
It was reported that tubing damaged and leaked with an bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that the extension tubing was damaged during the injection in CT examination. The catheter was replaced immediately, no harm on patient.

Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tubing damaged and leaked with an bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that the extension tubing was damaged during the injection in CT examination. The catheter was replaced immediately, no harm on patient.